Event description:
It was reported the pt's pump and catheter were removed due to infection. No pt symptoms were reported. The drug used in the pump was not reported. Add'l info has been requested but was not available as of the date of this report.